Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient reported with back pain. Patient has guarding and tenderness, lumbar paravertebral spasm into the low back. Restriction in range of motion 30 degrees and flexion, 10 degrees extension. Lateral rotation 20 degrees bending increasing pain. On (B)(6) 2011, for pre-op diagnosis: adjacent segment disease greatest at l5-s1 with bilateral radiculopathy and l3-4 above her previous l4-5 fusion, patient underwent following procedure: 1. Anterior exposure l3-4, l5-s1 per dr. (B)(6) corresponding operative report and closure. 2. Anterior lumbar diskectomy, l3-4 and l5-s1. 3. Alif with rhbmp-2, autograft, platelet rich plasma matrix, l3-4 and l5-s1, 4. Implantation of peek cage fixation, l3-4 and ls-s1. 5. Bone marrow aspiration left iliac stem cell concentrate. Part 2 posterior procedure: 1. Posterior laminotomy/laminectomy, l4-5 and l5-s1 with bilateral foraminotomies and partial facetectomies. 2. Posterolateral transverse process interfacet fusion with rh-bmp-2, autograft, platelet-rich plasma matrix, l3-4 and l5-s1. 3. Implantation of chromium cobalt instrumentation l3 to s1, 4. Posterolateral transverse process interfacet fusion with rh-bmp-2, autograft, platelet rich plasma matrix l3-4 and l5-s1. 5. Removal of previous legacy cortical screw and rod fixation and exploration of fusion l4-5. 5. Scar revision 5 cm. 6. Somatosensory evoked potential, direct pedicle screw stimulation technique. Appropriate-sized peek cages measured with templates and packed with rh-bmp-2 prepared per the manufacturer's specification on collagen sponge, packed into the implants under distraction and compression into the disk spaces. After drilling of the facet, lateral pars, medial transverse process from l3 to s1 was then done for posterolateral fusion, reharvested bone, bone morphogenic protein and matrix was utilized for bony fusion from l3 to s1.